Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed found to have a broken grip cable at the force amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken wire at the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use, hence the detection of the problem before use on the patient. The issue was identified before surgery. There was one cable visibly protruding from the distal end of the instrument. It is not known if the protruding cable(s) control opening/closing of the jaws or up/down motion of the wrist because they were not tested. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.